Event description:
It was reported that shortly after the initial implant of this right ventricular (rv) lead, a lead revision procedure was performed due to a non specific product performance anomaly. No additional adverse patient effects were reported. This lead remains in service.

Event description:
It was reported that shortly after the initial implant of this right ventricular (rv) lead, a lead revision procedure was performed due to a non specific product performance anomaly. No additional adverse patient effects were reported. This lead remains in service. Additional information was received indicating that the reason for the lead revision was loss of capture (loc). The cause for the loc was not determined, however after repositioning the lead, the observation was resolved. No additional adverse patient effects were reported. This lead remains in service.